Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. Only typical usage was observed in the black box and alarms history. Successfully completed a 10u audio and 10u normal bolus. Both were accurately recorded in the pump history. Unrelated to this complaint, a pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating on (B)(6) 2013, she experienced a blood glucose (bg) value in the 293mg/dl to 500mg/dl range with dizziness. The patient reportedly was having high bg issues for over 3 weeks. The patient stated that prior to having cataract surgery; her bgs were under control except over night. The patient reportedly was adjusting the pump's setting but claimed that was not the reason for the bg issues. The patient reportedly was working with the health care provider (hcp) to find out the reasons for the high bgs. Customer support (cs) reviewed the pump with the patient. A review of the pump history revealed all boluses were delivered with no issues. There were reportedly several "low cartridge" alarms noted in pump history. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. It was unknown what the contributing cause was for the patient's bg issues were and there was no indication that the pump was a contributing factor for the reported issue.